Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (61 mg/dl). The customer took glucose tabs (chos) to stabilize blood glucose level. The suspected cause of the low bg level was over-bolus. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.